Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy end to end anastomosis, an open ileocecal resection was performed. The reconstruction was four firings functional procedure. At the fourth firing, when closing the insertion slot, the three rows of staples which was only near the center of the staple line did not catch and were in an open state. Only near the center was it felt hard to fire. No trace of staple came out. The procedure was completed with manual suturing. The surgical time was extended by less than thirty minutes.